Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Imdrf impact code f05 is being used to capture the reportable event of rescheduled procedure. Block h11: investigation results the returned pneumatic inflator was analyzed, and a visual inspection found that the indicator was reading below zero. Functional inspection was performed and the handpump was able to inflate the balloon, however, the indicator remained reading below zero. Upon disassembling the inflator, it was observed that the spring shifted from its position which caused the indicator to point below zero. Once fixed, the indicator was pointing to zero. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was confirmed. The results of the analysis performed on the returned device found that the spring shifted from its position which caused the indicator to point below zero. Once fixed, the indicator was pointing to zero. Therefore, the most probable root cause is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an achalasia dilation procedure performed on (B)(6) 2024. During the procedure, the pump indicator remained fixed even though the balloon was inflated. The customer reported that the balloon was able to be inflated with the pump but, the gauge was not reading accurately. The procedure was not completed and was canceled as another device was not available. The customer reported that the procedure was rescheduled and was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Imdrf impact code f05 is being used to capture the reportable event of rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an achalasia dilation procedure performed on (B)(6) 2024. During the procedure, the pump indicator remained fixed even though the balloon was inflated. The customer reported that the balloon was able to be inflated with the pump but, the gauge was not reading accurately. The procedure was not completed and was canceled as another device was not available. The customer reported that the procedure was rescheduled and was successfully completed. There were no patient complications reported as a result of this event.